Event description:
It was reported that on an unknown date; the metal sheath of the device broke during the procedure. Subsequently, the surgeon noticed it before injecting into the meniscus and prevented the fragment from remaining in the patient. No patient consequences were reported as a result of the event.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified that the juggerstitch had been cycled twice. The flexible sleeve at the distal end of the juggerstitch is bent. The distal end of the needle has also fractured off and was returned with 1 anchor and the sutures in the piece that fractured away from the juggerstitch. There is also some debris that is attached to the flexible sleeve near the fracture site of the needle on the juggerstitch. Confirmed that the handle is translucent green in color and there are no signs of flashing on the black button or front-end assembly. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.